Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged outside of the patient. The target lesion was pre-dilated using a 2.5x20mm apex balloon. After the 3.0x24mm veriflex stent delivery system was removed from its' packaging, the stent dislodged from the balloon during preparation. The physician completed the procedure with another stent. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged outside of the patient. The target lesion was pre-dilated using a 2.5x20mm apex balloon. After the 3.0x24mm veriflex stent delivery system was removed from its' packaging, the stent dislodged from the balloon during preparation. The physician completed the procedure with another stent. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
Corrections: device avail. For eval? Corrected from no to yes. Device returned to MFR.? Corrected from no to yes. Device evaluated by manufacturer: the device was received with the stent detached from the delivery device. The stent was stored in a plastic container. An examination of the stent found that the stent was stretched and flattened. An examination of the balloon found that a clear impression of the stent crimp. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).